Manufacturer narrative:
Concomitant products: (B)(6) - 02-010-03-0230 - logic cr femoral cem, left, sz 3 (B)(6) - 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t (B)(6) - 200-02-35 - three peg patella 35mm (B)(6) - 201-46-10 - holding pin headless 3" (4 pk). These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It is reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2015, with no revision surgery reported. No radiographic images of the device are provided.there is no other information available.

Manufacturer narrative:
H6: corrected health effect - clinical code, health effect - impact code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.